Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and the scanner was not working. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by scanner cable being damaged. A field service engineer replaced the scanner cable and all drawers on the communication bus. The system functioned as intended after the field service engineer troubleshooted the device.